Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent mr was a cascading event of the reported partial clip movement. The reported dyspnea and fatigue were likely cascading events of the reported recurrent mr. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw and mitraclip xt were successfully implanted, reducing the mr to a grade of 1+. Approximately three weeks post procedure, the patient returned for a follow-up visit with symptoms of dyspnea and fatigue. On an unknown date in (B)(6) 2024, a transesophageal echocardiogram (tee) was performed and revealed recurrent mr with a grade of 3+. It was noted that the clips were stable and attached to both leaflets. In the physician's opinion the mitraclip xtw likely had a partially detached from the posterior leaflet, causing the mr to increase.